Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and repositioning was planned. During the procedure, the helix became extended and lost its shape. Thus, the physician elected to explant and replace the rv lead instead. The patient condition was stable.